Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin there was poor separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was a gel separation issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-24 h6: investigation summary bd received 2 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, the customer samples were received contaminated/used. No issues were noted regarding poor barrier separation. Further testing could not be conducted on the returned samples. Therefore retention samples from bd inventory, were tested and no issues were observed regarding poor barrier separation. All retention testing was satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided. A root cause could not be determined. See h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin there was poor separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was a gel separation issue.